Event description:
Boston scientific received information that during a procedure to explant this device, the physician met with difficulty removing the leads from the header. The physician had to cut the header and push the leads out. The right ventricular (rv) lead (0165/(B)(4)) was successfully removed, but the competitor right atrial (ra) lead was destroyed in the process. When the rv lead was connected to the new device (p107/(B)(4)), it exhibited high out of range impedance measurements, but when the lead was measured through a pacing system analyzer (psa), it was within range. The physician decided to not use this device and instead implanted a different one. No adverse patient effects were reported.

Manufacturer narrative:
To date, this device has not been returned to boston scientific. Should this device become available for analysis, this report will be updated.